Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the reported event of damage. A previous investigation ((B)(4)) found the hex driver fractured due to overload. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. The root cause is attributed to overload due to misapplication of the device. Based on the root cause of overload due to misapplication of the device, the need for corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The green unite common screwdriver is stripped and cracked.